Manufacturer narrative:
(B)(4). The customer returned an opened kit which included an introducer needle and arrow-raulerson syringe (ars) for evaluation. The components showed evidence of use. The needle and needle hub were visually examined under magnification. The needle hub was observed to have a several cracks along the body of the hub emanating from the open proximal end. The needle hub was tested for leaks by attaching the ars filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed on the introducer needle and ars and did not reveal any manufacturing related issues. The report of a cracked needle hub was confirmed by visual examination of the returned needle as several cracks were observed on the needle hub. Functional testing also confirmed the needle hub to be leaking at the crack location when in use. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports during puncture of the vessel, the needle hub was broken.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports during puncture of the vessel, the needle hub was broken.